Event description:
Boston scientific received information that this dextrus atrial lead was exhibiting intermittent loss of capture and varying threshold measurements. Sensing and impedance measurements have been within normal limits. No adverse patient effects were reported. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.